Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented urinary retention, the device was inactivated, and a urinary catheter was placed. The physician will perform a cystoscopy and subsequent review of the sphincter, the aus is currently implanted. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Updated impact codes h6 and device codes h6.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented urinary retention, the device was inactivated, and a urinary catheter was placed. The physician will perform a cystoscopy and subsequent review of the sphincter, the aus is currently implanted. There is no additional information reported.